Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, the right atrial (ra) lead was advanced into the right atrium when the physician noticed that the pin connector was bent. Upon further inspection, the pin connector "snapped". The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.